Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 resolute integrity stents implanted in the rca. Approximately 6 months later the patient had in-stent restenosis in one of the resolute integrity stents (the distal one). The physician intended to use a resolute integrity stent for treatment. The device was removed from packaging per IFU and inspected with no issues noted. The target lesion in the rca had 90% stenosis and was non-tortuous. Lesion pre-dilation was performed. Resistance was encountered advancing the resolute integrity device. The device passed through a previously deployed stent. It was reported that the resolute integrity stent got stuck in a previously deployed stent proximal to the lesion and was stripped off the delivery system. There were difficulties removing the device. The stent was also reported to have been deformed during positioning. A sprinter legend balloon was intended to be used to inflate the dislodged stent. There were no difficulties encountered removing the sheath or stylette from the device during preparation. The device was removed from packaging per IFU and inspected with no issues noted. No resistance was encountered while attempting to deliver the balloon. The device passed through a previously deployed stent. It was reported that difficulties were encountered during balloon inflation. It was indicated that the balloon may have burst / leaked. The balloon was inflated to 12 atm's the dial of the inflation device maintained 12 atm during pressurization. It was difficult to visualize the balloon profile on fluoroscopy during inflation attempts. The device was removed from the patient and attempted to be inflated however it still would not inflate. The dislodged stent was removed from the right femoral artery using a snare. A non-medtronic stent was used to treat the patient. No further patient complications were reported.

Manufacturer narrative:
Product analysis: the distal tip was slightly damaged and appeared frayed. The stent was not present on the resolute integrity delivery system and returned attached to a snare. The stent was severely deformed and stretched. The returned resolute integrity delivery system had evidence of crimp impressions along the balloon working length.